Event description:
It was reported that the device was used during a low anterior resection procedure. The device fired malformed staples and an incomplete staple line. After firing, the device was very difficult to remove. Another device was used to complete the case. There were no reported consequences to the patient.